Manufacturer narrative:
H3: product analysis of part# 5584111, lot# 0011206387 visual inspection revealed the tip of the driver has been broken off. Damage present at the break point is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via manufacturer representative regarding a device used for spinal therapy. It was reported that the device tip has broken. There was no patient involved and no further complications or symptoms reported regarding the event.